Manufacturer narrative:
The diamondclean brush head is an accessory to the sonicare toothbrush. The serial number of the brush head was not provided. Complaint was received from (B)(6). Device manufacturing date not available due to the brush head not being returned.

Event description:
Consumer called stating that the diamondclean brush head had bristles fall out in their mouth. No medical attantion sought.